Event description:
It was reported that pump experienced malfunction alarm with code malf 5, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, and when malfunction recurred, technical support arranged replacement pump. Customer to use multiple daily injections as backup therapy.